Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) that was implanted for spinal pain. It was reported that patient ins has been non-functional for the past year. Patient would like assistance in locating a provider that would either replace the battery or alternatively, remove the implant as it is serving no purpose. No symptoms were reported and no further complications were reported/anticipated.